Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "bending or fracture of the implant." Remains implanted.

Event description:
It was reported that during a right ankle reconstruction procedure on (B)(6) 2016, while tightening the ziploop, the suture fractured leaving the metal button in the patient. The procedure was completed with a rattler screw.